Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: user unable to flush 0.2 micron filter.

Manufacturer narrative:
The following information has been updated/corrected: d.4. Medical device expiration date: 2024-04-19. D.4. Medical device lot #: 21049598. H.4. Medical device manufacture date: 2021-04-19.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: user unable to flush 0.2 micron filter.